Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down and ok buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record confirmed that the pump was operating within specification at the time of release.

Event description:
The patient reported that the down and ok buttons are not responding correctly to button presses. The patient reported that it feels like the buttons are sticking at times. The patient stated that the keypad is intact but feels loose. The patient reportedly wore the pump in a case on her belt and did not clean the pump.